Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that three images of a staple line and two images of an egia60amt. In the images of the staple line, blood could be seen pooling around the staple line. Malformed staples could be seen protruding from the staple line. A loose malformed staple was visible in the tissue cavity. Two grasping instruments were visible in the tissue cavity. In the images of the egia60amt, the jaws were open. Staple pushers were up distally. Formed loose staples were visible in the proximal end of the jaws. The cover tube and adapter were not visible in the returned images. It was reported that the staple line was incomplete, there was rough knife cut and staple formation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the staple line did not form as intended, with most staples not closing after being fired into the tissue, and the knife did not make a clean cut through the tissue. It was noted that the staple pushers were visible at the distal end. The procedure was extended by 15 minutes due to the need to resect the unclosed staple line and replace and re-staple the tissue. Another load was fired to resect the previous staple line, and all power handle components were replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bariatric gastric sleeve, the staple line did not form as intended, with most staples not closing after being fired into the tissue, and the knife did not make a clean cut of the tissue. It was noted that the staple pushers were visible at the distal end. The procedure was extended by 15 minutes due to the need to resect the unclosed staple line and replace and re-staple the tissue. Another load was fired to resect the previous staple line, and all power handle components were replaced.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.